Manufacturer narrative:
A ge service rep performed an on site investigation. The rep regreased the tubes candelstick and tank ends. Also a filament calibration was completed. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported the system displayed overload fault error and shut down. No reports of pt injury.